Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the study coordinator that the pt was experiencing a "grinding" noise coming from the pump as well as having yellow wrench and power limit advisory alarms. Waveforms submitted for analysis may be indicative of a periodic issue with one of the bearings. Subsequently, the vad coordinator reported that a decision was made to replace the lvad with another lvad.

Manufacturer narrative:
The pt remains on lvad support. The device was returned to the MFR, and is currently being analyzed. No further info is available at this time.